Manufacturer narrative:
Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unknown bd¿ plus blood collection tubes it could not collect blood during blood draw. The following information was provided by the initial reporter. The customer stated: ¿the patient went to the blood collection room for blood collection. When the blood collection needle was inserted into the tube normally, the operation was normal, but the tube could not collect blood, so the blood was immediately collected by changing a new one.¿

Manufacturer narrative:
The following fields have been updated with additional information: d.4 medical device material #: 367277. D.4. Medical device lot #: 2027485. D.4. Medical device expiration date: 2023-01-31. H.4. Device manufacture date: 2022-01-28. H.6 imdrf annex b grid: b02. H.6. Investigation summary: mat: 367277. Lot 2027485. Bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using an unknown bd¿ plus blood collection tubes it could not collect blood during blood draw. The following information was provided by the initial reporter. The customer stated: ¿the patient went to the blood collection room for blood collection. When the blood collection needle was inserted into the tube normally, the operation was normal, but the tube could not collect blood, so the blood was immediately collected by changing a new one.¿.